Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the biopsy forceps were place at the biopsy site. The forceps were opened, however they were unable to be closed in order to take a biopsy. The biopsy forceps and scope were removed in tandem from the patient. Once removed it was noted that the dual pull wires were broken on one side. The procedure was completed with another different device. There were no patient complications reported as a result of this event.

Event description:
Additional information: the anatomical location of the procedure was the esophagus. No biopsies were retrieved with this device prior to the failure. Reportedly, the device was not inspected/tested prior to use.

Manufacturer narrative:
A visual examination of the returned device found that one of the pullwires was broken. The fractured wire and correspondent jaw were sent for sem material analysis, which determined that the wire fracture occurred due to a bending action overload. Additionally, compression damage was identified around the tang hole of the jaw. Functionally, the forceps was not tested due to the return condition. No abnormalities were noted with the device riveting or welding. The condition of the returned incident device was consistent with the complaint that the pullwire broke which prevented jaw closure. Based on the material analysis, the pullwire fractured due to a bending action overload. Therefore, the most probable root cause is operational context as the observed damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the biopsy forceps were place at the biopsy site. The forceps were opened, however they were unable to be closed in order to take a biopsy. The biopsy forceps and scope were removed in tandem from the patient. Once removed it was noted that the dual pull wires were broken on one side. The procedure was completed with another different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device (B)(4) is related to (B)(4) for the reported event of wire broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.